Event description:
Boston scientific received information that the patient with this pacemaker experienced greater than two seconds of asystole due to pacing inhibition. The pacing inhibition resulted from oversensing of myopotential noise. The physician successfully explanted and replaced this device. No adverse patient effects were reported.

Manufacturer narrative:
A request for product return was sent to the local area field representative. Should additional information become available this report will be updated.